Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-tshr immunoassay results for three patient samples with a cobas e 801 module after the measuring cell was replaced. (B)(6). The questionable results were reported outside of the laboratory. The reagent lot number 56609101 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a temporary contamination of the measuring cell due to sample quality.